Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR : 02may2019. The fse replaced the touchscreen and the issue was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse guided the customer through touchscreen calibration; however, the issue persisted. Further evaluation is pending. A follow up report will be submitted once the investigation is complete

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date received by manufacturer: 15jul2019. Date of report: 16jul2019. The touchscreen assembly was returned for failure analysis. A visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.